Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the letter.

Event description:
Customer reported receiving an errc 4 when a test strip was inserted into their freestyle flash meter. Customer also reported experiencing symptoms of fatigue. Paramedics were called and transported customer to warminster hosp where he was diagnosed with severe hyperglycemia. It is unk what treatment was rendered to ameliorate his symptoms.